Event description:
Ous MDR. After an implantation period of about 46 months, oversensing was reported during provocative maneuvers in a routine follow up, while all parameters were reportedly in range. During the revision procedure on (B)(6), the lead was capped and left in the patient. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available iegms showed the presence of synchronous artifacts on the rv and ff channel, as mentioned in the complaint description. Furthermore the analysis of the pvc/h trend confirmed the clinical observation of an increase since (B)(6) 2016. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.